Manufacturer narrative:
Visual and dimensional inspections were performed on the returned guide wire. The reported stretched coils and core separation were confirmed. The reported difficult to advance and difficult to remove were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement, the guide wire encountered resistance with the tortuous and calcified anatomy causing the difficulty to advance and likely causing the tip core to kink. Manipulation during retraction ultimately resulted in the tip core, coil separation and stretched coils. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 1212 was removed.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that there was difficulty advancing the powerturn flex guide wire due to the calcium and tortuosity in the mid right coronary artery (rca), but the guide wire was successfully used for the procedure. The mid rca was successfully treated and had been postdilated with a 4.0x20 mm nc trek. The nc trek was retracted into the guide catheter. The powerturn flex guide wire was retracted without resistance when it broke in the rca. Another powerturn flex guide wire was inserted in order to use a snare to remove the separated wire, but the first guide wire broke again. The middle segment of the separated wire was successfully removed via snare. Attempts made to remove the distal separated wire with another balloon dilatation catheter were not successful. It was decided to implant another stent in the distal rca to embed the separated wire. The unplanned stent was implanted and the procedure was completed. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.